Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to poor threshold, device was attempted to be retrieved. Difficulties arose during retrieval as the catheter got caught on the tricuspid valve, resulting in rough manipulation of the delivery catheter. The device was successfully retrieved, but the axes of the retrieval head and the device did not align properly, while it could be stored in the cup, it would not straighten. Visual inspection also confirmed that the internal wire was slightly bent/deformed by the implantation procedure. Due to the wire deformation, it was difficult to maintain coaxial alignment between the retrieval head and the cup, and although housing in the cup was possible, it was not smooth. The device and the delivery system were attempted, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to poor threshold, device was attempted to be retrieved. Difficulties arose during retrieval as the catheter got caught on the tricuspid valve, resulting in rough manipulation of the delivery catheter. The device was successfully retrieved, but the axes of the retrieval head and the device did not align properly, while it could be stored in the cup, it would not straighten. Visual inspection also confirmed that the internal wire was slightly bent/deformed by the implantation procedure. The device and the delivery system were attempted, not used and replaced. No patient complications have been reported as a result of this event.